Event description:
Dr. Was placing sutures for a periodontal procedure. The sutures were on the table. As the dr. Went to get one of the sutures it was noticed that the needle was not attached to the suture. As the suture could not be immediately found the patient was sent to the emergency room out of an abundance of caution. The needle was subsequently found on the floor of the room where the procedure was performed.